Event description:
It was reported that the physician changed out a device due to early elective replacement indicator (eri) a few weeks ago with a competitor device. The physician was concerned about the longevity and battery technology. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).